Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion. It was noted that the right ventricular (rv) lead exhibited a high threshold several months ago. The ipg was explanted and replaced. The rv lead remains in use because the thresholds had returned to a normal level. No patient complications have been reported as a result of this event.